Event description:
Four attempts were made to defibrillate the patient. The first shock did not reach the patient, the second shock did. The third shock did not work and the fourth shock did. Print strip showed abnormal and sync off automatically on first and third attempts.====================== manufacturer response for defibrillator, lifepak 20======================no problems were found and alleged failure could not be duplicated.